Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Neurological events are known observed adverse events associated with the use of the product as listed in the instructions for use. Information available in the case description is not sufficient to determine a relationship between the event and the abbott vascular product. A definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
Subsequent to the initial medwatch, the following information was received: per clinical event adjudication committee, this event previously reported as a neurological event has been adjudicated as a minor, ipsilateral, ischemic stroke.

Manufacturer narrative:
(B)(4).stroke is a known potential adverse event as listed in the instructions for use.

Event description:
It was reported that one day post a right internal carotid artery stenting procedure, the patient experienced left sided weakness and partial hemianopia. Head CT was negative. On (B)(6) 2011, the symptoms resolved. On (B)(6) 2011, the patient was discharged with plan to return for coronary artery bypass graft surgery (CABG) and mitral valve surgery. There was no additional information provided.